Event description:
It was reported that during laparoscopic gastric bypass procedure the surgeon had fired more than two firings and noticed that the right side of the stapler heated up and seemed be hot to the touch, no one received a burn. This was not an issue with the battery but on the right side of the device. A second stapler was used to complete the case. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach at what location on the tissue? Asku. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Third. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis found the device was returned with the mounting screws (distal, middle) not tightened into the frame. This indicates the resistors on the device heated which caused expansion of the frame/pbc body. The screws were removed and it was found the screw heads (distal, middle) had exposed the top layer of the pcb copper trace ¿ which would create an unintended current path through the frame and resistors. This would lead to excessive heating of the resistors, heat sink, and portions of the handle shroud. Physical examination found discoloration of the components adjacent to the resistors ¿ confirming the components had been exposed to excessive heat. A replacement battery was installed into the device; after which, the temperature on the top portion of the handle shroud increased. After approximately 4 minutes in this condition, the ptc relay on the device ¿activated¿ ¿ preventing the device from firing when the firing trigger was engaged. The batch record was reviewed and no anomalies were noted during the manufacturing process.